Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: none. It was reported via a spirit trial that the patient presented with triple vessel disease and two lesions were treated. The mid left anterior descending artery (lad) and the 1st diagonal. The mid lad lesion was being treated with a 3.0 x 18 mm xience v stent and a dissection occurred. A 3.0 x 08 xience v was used to successfully treat the dissection. Another xience v stent was used to treat the second lesion in the 1st diagonal. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection is listed in the IFU as a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure fo the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other.)" A conclusive root cause for the reported dissection and the relationship of the device, if any, cannot be determined.